Manufacturer narrative:
D10: concomitant devices: ((B)(6)) 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm. ((B)(6)) 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm. ((B)(6)) 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. ((B)(6)) 02-010-01-0330 - logic femoral ps cem right sz 3. ((B)(6)) 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. ((B)(6)) 02-010-01-0230 - logic femoral ps cem left sz 3. ((B)(6)) 204-32-01 - fluted stem extension 11l x 12 mm. ((B)(6)) 204-32-01 - fluted stem extension 11l x 12 mm. ((B)(6)) 200-02-32 - three peg patella 32mm. ((B)(6)) 200-02-32 - three peg patella 32mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Qit was reported that approximately 71 months after a total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected component and investigation clinical codes.